Event description:
It was reported, the camera head had an image that was not clear/ hazy while using. The issue occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was not returned to olympus. The device was inspected at customer site and the reported failure of blurred images was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an image that was not clear/hazy while using. The issue occurred, during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.